Manufacturer narrative:
The analyzer was replaced after continued troubleshooting. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient on a cobas 4000 c311 stand alone system. On (B)(6) 2022, the initial ca result from the secondary tube was 2.84 mmol/l. On (B)(6) 2022, the ca result from the primary tube was 2.49 mmol/l. The secondary tube was repeated and the ca result was 2.09 mmol/l. On (B)(6) 2022, the customer repeated the secondary tube in 5 repetitions with the following results: 2.02 mmol/l, 2.01 mmol/l, 2.0 mmol/l, 1.99 mmol/l, and 1.99 mmol/l. The customer also poured the sample into a sample cup and ran it in 5 repetitions with the following results: 2.01 mmol/l, 2.02 mmol/l, 2.03 mmol/l, 2.01 mmol/l, and 2.00 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.